Event description:
The hospital reported to the sales representative that the 540 console stopped functioning during the case. The hospital needed to utilize the hand crank until the console was replaced. The pt was not affected by the incident.